Event description:
It was reported, the pt was experiencing an increase in stimulation when he goes into his backyard. The pt has large power lines in his backyard. No over stimulation sensations were noted during the pt's trial. The current settings of the pt's device were unk. Troubleshooting was being considered. Initial follow up indicated the pt is doing fine, but is still feeling increased stimulation when goes into the backyard. The device was reprogrammed and the pt was getting good pain relief. The pt continues to turn down/off the device when in the backyard. Additional info has been requested, but was not available on the date of this report.